Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a wolff-parkinson-white ablation procedure, a cardiac perforation occurred. During rf ablation, a steam pop was heard. There was no temperature or impedance rise during rf ablation. An echocardiogram was performed and a small perforation was noted. The location of the perforation is unknown, however the physician was ablating near the mitral annulus at the time of the steam pop. The patient had no symptoms and the perforation required no intervention. The patient was kept overnight without any complications and discharged. There were no performance issues with the abbott device.